Event description:
It was reported that the patient had inappropriate shocks due to t-wave oversensing via a change in the intrinsic morphology. The sensing vector at the time of the shocks was set to the secondary sensing vector. Also, the high energy shock impedance was 118 ohms, which is high but within normal limits. During office testing, the auto setup sensing test failed in all three sensing vectors. Technical services advised some testing options. The clinic may get an x-ray and decide what to do after reviewing the x-ray. There were no additional adverse patient effects. The system remains implanted.